Event description:
Info received indicates the value was removed due to structural dysfunction related to thrombus, calcification, cuspal stiffening and pannus overgrowth. The valve was replaced with no additional consequence reported for the pt.